Event description:
Combivent inhalers - will not deliver more than 1 inhalation - pt states after 1 inhalation, when a 2nd spray won't come out they have to take cannister out and hit it against counter until more will spray out. Pt has used inhaler in past and knows how to use them properly.